Event description:
Had asd closure with gore cardioform septal occluder (B)(6) 2018. Has led to cardia arrhythmia (primarily svt) which has proven difficult to control. After procedure-svt brady-tachy syndrome.